Event description:
It was reported that a pericardial tamponade occurred secondary to pericardial perforation. Surgical intervention with surturing was performed. The lead remains implanted and patient status is reported as ok. No further patient complications have been reported as a result of this event.